Manufacturer narrative:
(B)(4). Report source: report source (B)(6). Reported event was confirmed by review of medical records noting patient underwent a revision surgery due to recurring dislocations. During the revision, the posterior flap of the external rotators and the posterior capsule were completely detached from the posterior facet of the greater trochanter and reclined posteriorly taking along with them the sciatic nerve which was contained in the magma of the fibrous tissue. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 00665.

Event description:
It was reported that patient underwent a right hip revision approximately 2 years post implantation due to recurring dislocations. During the surgery, tissue damage and tendon tear were noted. The head and liner components were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.